Event description:
The customer reported that an emergency chest tube was placed for pneumothorax in a newborn. During placement, failure to flow the guide in the needle, blockage was observed. They opened another drain and 2nd guide passes but, in the meantime, probable lung breach was noted. As an immediate measure, another pleural drainage box was used.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Please disregard this report number 1423537-2025-00004, as upon further confirmation received from the customer, the issue reported was not against the cardinal health product. The issue was inadvertently reported to cardinal health.